Event description:
A pt reported blood glucose results of 269 and 220 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt reported blood glucose results of 209 and 124 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt also reported that a few strips were peeling from the same vial that had the precision issue. No symptoms were reported at the time of concern. The test strips are being replaced for the pt.